Event description:
It was reported that cadd solis hpca pib pump failing volume test. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device is in good condition. There was no evidence in device history log. The technician performed functional test procedure. The reported issue was confirmed. The failing the volume test was duplicated. Three accuracy tests were performed, one result was over delivering the published plus minus 6% specification. The root cause of the reported issue was found to be expulsor. The technician trimmed the expulsor.